Manufacturer narrative:
Covidien reference number: (B)(4). The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Complaint trends will continue to be monitored.

Event description:
It was reported that the device display was intermittently missing segments . The device had been used in a patient's home, but there was no patient involvement. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). Preliminary evaluation has verified complaint that unit display was missing segments.